Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during video-assisted thoracic surgery (vats) left upper lobectomy, when going to divide the anterior trunk of the pulmonary artery with the 30mm reload, the stapler was fired after pressing the green safety button without any problem. On releasing the stapler, a gush of blood came out from the arterial stump towards the main left pulmonary artery. It was temporarily controlled by swab on the forceps. Moreover, two colleagues came for help. While controlling the bleeding site with the swab on forceps, a left posterolateral thoracotomy was performed. On inspection of the bleeding site, it could not find the staples. The cardiac surgeon repaired the left pulmonary artery, and an upper lobectomy was done, and there was bleeding of 700 ml; a blood transfusion was also given. The surgical time was extended by more than an hour. The patient was transferred to the ICU, which was usual routine. After finishing the procedure, the stapling gun and cartridge were examined, and it was found that both sides of the staplers did not appear to have stapled. It cut but did not staple the vessel stump towards the main pulmonary artery.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction6: h (fdd a24 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.